Manufacturer narrative:
(B)(4). The cause of peritonitis was break in aseptic technique further described as not wearing mask and dirty surroundings (onset date not reported). The patient was retrained and followed up at home. On an unreported date, the pd catheter was removed. On (B)(6) 2013, the patient was switched to hemodialysis and was confined due to unrecovered peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Twelve days later, the patient was hospitalized for the event. Treatment was not reported. The cause of peritonitis was not reported. Patient outcome was not reported.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.